Event description:
It was reported that the patient had an unwitnessed death at home on (B)(6) 2021; the cause of death was unknown. Log files from the time of the event captured a no external power event while the patient was on batteries on (B)(6) 2021 at 10:39; the power cables were both disconnected. The batteries were reconnected at 11:49. The pump ran without issue until 21:07 when the power cables were both disconnected again. The emergency backup battery (ebb) ran the pump until 23:06 when the ebb ran out of power.

Manufacturer narrative:
The patient's weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a battery depletion event was confirmed via the submitted log file data. The controller event log file began at (B)(6) 2021 at 13:14:49, per the timestamp. A no external power event was captured on (B)(6) 2021, beginning at 10:39:51, due to a double power cable disconnect. The emergency backup battery (ebb) supported the system until the system controller was reconnected to battery power. Both power cables were disconnected from batteries again on (B)(6) 2021 at 21:07:48, resulting in a no external power event. The ebb supported the system and pump function was not affected until (B)(6) 2021 at 23:06:30 when the pump stopped due to the depletion of the ebb. The system controller then shut down sometime after 23:07:54 on (B)(6) 2021 due to further depletion of the ebb. The system controller was later powered on by reconnecting to the power module. The exact time the system controller was turned on could not be determined due to the controller clock being reset to the default manufacturing timestamp of (B)(6) 2000 at 0:00:00, due to the previous total loss of power to the system. The driveline was not reconnected to the system controller after the system controller. No other unusual events were captured. Additional information regarding the event, including product return availability/status, was requested from the account; however, no further information has been provided at this time. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains important warnings pertaining to pump stops, as well as the following information: section 1 - death is listed as an adverse event as an adverse event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - the system controller must be connected to the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries at all times when connected to a patient. Section 7 - details all system controller alarms and how to resolve them. The heartmate 3 left ventricular assist system patient handbook is also currently available and contains the same pump stop warnings. Section 5 - details all system controller alarms and how to resolve them, including the low battery advisory, low battery hazard, and low flow alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.